Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/19/2018 with the following findings: on investigation, the keypad cover was intact and without damage. On testing, the up arrow, down arrow and ok button had normal response. Investigation did not duplicate the complaint. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation and there was moisture inside the battery compartment. Leak testing confirmed moisture ingress at the site of the crack.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.